Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. Fluid was observed to be leaking from this damage. The tear to the exposed portion of the soft cannula is confirmed as the cause of the reported leaking during wear. An audible beep was not heard because the kill switch was broken. The device was downloaded. Download data returned an 0x14 alarm indicating an occlusion during the run. Timeouts were observed towards the end of the run, but no drive stalls were observed. The device was reset and connected to a master pdm and asked to deliver a 5u bolus. The device successfully delivered the bolus without replicating the 0x14 alarm or timeouts.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.